Event description:
Subsequent information indicates that the local boston scientific field representative indicated there was another episode of noise and oversensing similar to the originally reported clinical observation. A surgical revision procedure was performed where a previously capped rv lead was uncapped and used as the new pace/sense lead. The device and lead were explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) displayed fine noise on both channels. The noise was oversensed and lead to pacing inhibition with asystole. The lead measurements were reported as normal and stable. Technical services discussed some trouble shooting options with the local field representative. The patient was to be seen in clinic at a later date. A request for additional information has been made. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information from the local field representative indicated that the following physician was going to continue to watch the lead. The patient had been seen in clinic and isometrics were performed which were unable to elicit any noise. The noise is suspected to be electromagnetic interference (emi).

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was thoroughly inspected and analyzed. Dried blood was noted in the helix mechanism. The lead was determined to have been electrically continuous. An insulation abrasion was located about 12-12.5 centimeters from the terminal pin. The abrasion was smooth and had a spiral appearance and exposed the outer coils. The abrasion may have been caused by lead-on-lead contact. This finding could have contributed to the clinical observations.